Event description:
While the asp field service engineer (fse) was performing preventive maintenance on the unit, the customer reported a headache and a burning sensation and redness of the face and eyes when she was working around the unit. The customer did not report the dates she experienced the symptoms. The customer stated that she did not see a doctor or require treatment for the symptoms. The fse repaired the unit. The customer reported that once the unit was fixed, the symptoms went away and had not come back.

Manufacturer narrative:
The fse changed the oil filter to repair the unit. He performed calibrations and a leak back test, the unit met specifications.